Manufacturer narrative:
Further inspection of the returned device partially confirmed the customer¿s complaint of ¿switch leak and the brush could not be inserted." A fluid leak was observed from the scope¿s switch #1 due to a cut. The brush could be inserted into the channel. No foreign material was noted. The light tube was noted to be broken. There was gap at the adhesive part of the bending section rubber. Corrosion was noted at the electrical connector due to a leak.

Event description:
The customer reported that during preparation for use, the a leak was noted at the scope switch and the cleaning brush could not be inserted. No further information was provided. The scope was returned for evaluation and found the insertion section deteriorating with coating peeling off (greater than or equal to 1 x 1 mm2) and crumpling. This report is being submitted to address the coating noted to be peeling off at the connecting tube during evaluation. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insertion tube peeling likely occurred due to physical and/or chemical stress. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have prevented the event: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information. Please read before use: warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents: detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.